Manufacturer narrative:
(B)(4). The transfer set was returned and the evaluation was completed. The sample was visually inspected with the naked eye, as well as with a microscope. Visual inspections a crack on the main light blue body of the transfer set. Leak, clear passage, and clamp functional testing all passed. A batch review of the associated lot number was performed and no issues were noted during the manufacture of the lot. The reported crack on the main body was verified during sample analysis, but the cause of the crack was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of the minicap transfer set was cracked. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.